Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 5 bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: after centrifugation (20min 1700 x g) the gel has not moved and all erythrocytes are still above the gel, experienced user, did not have the problem before; just 2 tubes out of a centrifuge run, many tubes are as expected

Event description:
It was reported that after centrifugation with 5 bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: after centrifugation (20min 1700 x g) the gel has not moved and all erythrocytes are still above the gel, experienced user, did not have the problem before; just 2 tubes out of a centrifuge run, many tubes are as expected.

Manufacturer narrative:
H.6 investigation summary material #: 362781. Lot/batch #: 2139316 . Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode poor barrier separation was observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure (poor barrier) because the defect was evident in the testing of the complaint lot samples. Replicates of control samples tested demonstrated clinically acceptable performance for all visual observations evaluated, but replicates of the retention samples did not. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.